Manufacturer narrative:
This product is manufactured in (B)(6) but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, in the patient's right eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Patient's age at time of event (B)(6) years old is incorrect, correct age is (B)(6) years old. Additional data: (B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found foreign material on lens surface specified as dried, discolored material. Dimensional inspection found lens was within specification. (B)(4).